Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device was not returned yet

Event description:
It was reported to vyaire medical that after installing the mainboard and turbine, when booting up the vela ventilator it suddenly shutdown on its own. Afterwards, when it rebooted on its own transducer fault and motor fault can be read on the events. The customer confirmed that there was no patient involvement associated with the reported event.